Event description:
It was reported that the patient had laser surgery on both eyes to open the tear ducts. This did not resolve the issue of the eyes staying closed. The caller believed the deep brain stimulation (dbs) programming was too high and that this was the cause of his eyes not opening all the way. Also, it was reported that an elective replacement indicator (eri) message was seen. No outcome or intervention was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 37642, serial # (B)(4), product type programmer, patient; product ID 3 389s-40, lot # v946968, implanted: (B)(6) 2012, product type lead; product ID 3389s-40, lot # v514434, implanted: (B)(6) 2012, product type lead; product ID 37085-60, serial# (B)(4)implanted: (B)(6) 2012, product type extension; product ID 37085-60, serial # (B)(4), implanted: (B)(6) 2012, product type extension. (B)(4).